Manufacturer narrative:
Due to character limit in the e1 section the full initial reporter name is dr. (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm that occurred after the patient cardiac arrested and chest compressions were performed. They were able to stop the alarm and continue pumping. The esp personel had reviewed and discussed the alarm and its troubleshooting steps to the user in detail. No harm or injury reported.